Event description:
Pt had appointment today, but failed to show. Called pt and the pt said had just returned from the hosp on thurs (2001) because the pt had a mild heart attack on monday; pt said that they had been having pain in lt arm for several days prior to monday, but no chest pains. On monday, the pt went to one treatment facility, who then referred to another treatment facility, and then to another. Pt stayed in ER most of monday, and was admitted to the hosp on monday night. Pt was in ICU with intubator machine. Pt states that they received 2 medications while in hosp: 1) 100mg metoprolol and 2) diltiazemxt. Was also instructed to take bayer aspirin. Pt released from hosp thurs in pm and returned home.